Manufacturer narrative:
(B)(4).

Event description:
The implantable neurostimulator (ins) was implanted for the patient's neck. It was noted that five days after implant, the ins had to be re-placed and stitched into place. Most recently, the ins had shifted to the right. The pt had no stimulation sensation on the left side. It was noted that the problems had been occurring since implant. The pt was experiencing the following symptoms: swelling; a burning sensation; was zapped in the head; had numbness on shoulder; bruising around neck, had a broken bone; was irritated where the ins was; had a fever of 99.3, and a sharp pain down his neck. The pt was at home; his status was "fair". The pt was upset that he had a device that wouldn't work; the pt was mad that he had waited 8 months with the device inside him and no one could resolve the issue. Initially, the physician wouldn't take the lead out because he thought that it might paralyze the pt. The pt was unable to find a doctor that would touch him. The pt either wanted the device fixed or he wanted it removed. It was later reported that the physician had decided that they would remove the device. Additional info had been requested a follow-up report will be sent if additional info becomes available.